Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer was replaced and then was noticed to be bad at install as the new computer fan was power cycling with no input detected. The medtronic representative returned at a later date and replaced the computer with a second computer. The replacement computer resolved the issue. The navigation system then passed the system checkout and was found to be fully functional. The computer has not yet been received by the manufacturer for evaluation.

Event description:
A biomedical engineer from the site reported that the navigation system's computer was moving slowly through the software and appeared at times to become unresponsive. He was unable to confirm whether it was loading slowly or becoming unresponsive. He hard shut down the system after waiting 5 minutes for the select procedure screen to load. After coming back into ent software, he was unable to get to "select patient" screen without the navigation system moving slowly or becoming unresponsive. There was no patient present when this issue was identified.